Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00439. The pt received an scs system on (B)(6) 2010 consisting of an ipg and surgical lead. It was reported that the pt was without stimulation. Diagnostic test revealed invalid impedance readings for all lead contacts. An x-ray was also taken; however, no visible anomalies were detected. Surgical intervention will be undertaken with the intent of explanting and replacing the pt's scs system; however, a date for the procedure has not been set.